Event description:
It was reported that resistance was felt during advancement and retraction between the balance middleweight guide wire between trek balloon catheters and xience xpedition stent delivery systems during use. It feels like there is an interaction with the guide wire surface and the lumen's of the catheters. A non-abbott guide wire was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other incidents for difficult to position or difficult to remove reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. Ten unused/sterile devices were returned along with this incident. There was no damage noted to any of the guide wires and all dimensional and functional inspections met manufacturing criteria. In addition, chemical analysis of one sample confirmed the presence of hydrocoat. In summary, the unused returned devices did not show any indication of deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: dil cath: trek, stent: xience xpedition. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.